Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to removed the dental implant during its installation surgery because its lack of primary stability. The implant was not replaced at the same surgery. No further information was provided.